Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The device met all material specifications as received. The evaluation revealed that the returned anchor was broken and damaged at it's proximal end. Also, returned driver is slightly bent. The most likely cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an anterior talo-fibular ligament repair case, the surgeon was attempting to use an internal brace repair augment kit (lot: 10082957). The surgeon used the 3.4mm drill that came in the set and during use with the blue drill guide, fragments from the guide was found to have come off. This was removed. The surgeon continued with the disposable 4.75mm punch/tap and inserted the 4.75mm swivelock. The anchor broke in a transverse plane. The top half of the anchor was removed, however, the bottom half remained in the patient and provided fixation for the internal brace.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device expected but not yet returned

Event description:
It was reported that during an anterior talo-fibular ligament repair case, the surgeon was attempting to use an internal brace repair augment kit (lot: 10082957). The surgeon used the 3.4mm drill that came in the set and during use with the blue drill guide, fragments from the guide was found to have come off. This was removed. The surgeon continued with the disposable 4.75mm punch/tap and inserted the 4.75mm swivelock. The anchor broke in a transverse plane. The top half of the anchor was removed, however, the bottom half remained in the patient and provided fixation for the internal brace.